Event description:
It was reported that the patient had a battery revision done ¿last week¿ and since was having problems recharging. The patient stated that the battery was not changed, the pocket was just ¿cleaned out.¿ the patient was able to communicate with the implant but could not get any coupling bars. The patient had a bandage on, staples, and some swelling from the surgery. The recharger showed that the implant battery was at fifty percent. The patient was going to call her health care provider (hcp). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6)2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).